Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated which was confirmed through an x-ray. The patient underwent a lead revision procedure wherein the paddles was resecured into place. The patient was doing well postoperatively.